Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 50322ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Per product labeling, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for one patient when compared to another method. The architect stat high sensitive troponin-I result was positive and the roche result was negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for one patient when compared to another method. The architect stat high sensitive troponin-I result was positive and the roche result was negative. No impact to patient management was reported.